Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose around 500 mg/dl. The customer stated that they tried to give more insulin and changed the site to treat the high blood glucose. The customer's blood glucose was 120 mg/dl at the time of call. The customer stated that they were vomiting and nauseous. The customer reported that the blood glucose was treated by doctor and nurses in infirmary. The customer stated that they were off the insulin pump for greater than 48 hours at the time of event. The insulin pump will not be returned for analysis.